Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: (B)(6) block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: (product investigation) one profile snare was received for analysis. Visual inspection of the returned device revealed that the distal tip of the working length was bent. Functional evaluation of the returned device found that the device was able to extend completely and retract without issues the reported problem of "loop failed to cut" could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this is not a new failure type, and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found bent at the distal tip of the working length during visual test. No issue was noted during functional test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a profile extra small oval flexible snare was used to remove polyps in the colon during an endoscopic colorectal polypectomy procedure performed on an unknown date. During the procedure and inside the patient, the lesion was strangulated and energized, but it did not cut. The procedure was completed with another of the profile snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The reported health care facility's address is (B)(6). Problem code (B)(4).

Event description:
It was reported to boston scientific corporation that a profile extra small oval flexible snare was used to remove polyps in the colon during an endoscopic colorectal polypectomy procedure performed on an unknown date. During the procedure and inside the patient, the lesion was strangulated and energized, but it did not cut. The procedure was completed with another of the profile snare. There were no patient complications reported as a result of this event.